Event description:
The pt had a computerized tomography scan and shut her device off. When she turned it on again, the device showed the "call your dr" icon and had an end of service notation. Add'l info was requested.

Manufacturer narrative:
(B) (4).